Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button has stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. Additionally, it was reported that the customer received an alarm 8. Reportedly, the customer went to bed the night before knowing he was low on insulin supply. During troubleshooting, it was verified that the customer was able to perform a load sequence and resume insulin delivery. The customer acknowledged that the alarm 8 was due to negligence, and did not allege an issue against the pump. The customer's blood glucose level was 360 mg/dl and was addressed with a bolus via the pump. Reportedly, customer will continue to use the pump for insulin therapy.